Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a por message was seen on the programmer and recharger. The patient last charged a couple of days prior to the report and they were not around any emi. The por was cleared on the call and stim was turned on. The issue was resolved. No further complications were reported.

Event description:
Additional information received from the consumer reported that the circumstance that led to the issue was they were trying to reset the programming from 310 to 340.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the reason for calling was because a warning power on reset (por) message appeared on the patient programmer (pp) this morning when they went to charge it. Patient also mentioned that patient cannot feel stimulation since they noticed the warning por message. The meaning of the por was reviewed for the patient and that stimulation was off because of it. Caller was redirected to the patient's managing health care provider (hcp) to get it cleared and get the ins turned back on. It was stated that the por message has appeared once before but was an informational por and the patient was able to clear it with the pp.